Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot# va0yqqb, product type: lead.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s leads eroded and the patient picked the skin open due to a medical condition. The patient¿s leads were explanted about 5 months ago, around 2017-(B)(6). No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.